Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's volume accuracy was found to be too low during testing. Issue was found during testing, there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the lcd lens scratched and the tamper seal removed. During the functional testing, three accuracy tests were run. The reported problem was not able to be duplicated. Accuracy tested expulsor was within manufacturer specifications. The most probable root cause was user error/customer equipment/test method. Preventative maintenance was performed as well as replacing the lcd lens, latch lock and lever, keypad and overlay, side and rear labels. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.